Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00361. The patient's scs system was implanted on (B)(6) 2010 and consisted of an ipg and surgical lead. On (B)(6) 2011, it was reported that the patient had passed away. No details as to the cause of death were provided at that time. The manufacturer was unable to obtain additional information related to this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.